Event description:
It was reported that the customer was hospitalized for diabetic ketoacidosis. It was stated that the customer had symptoms of vomiting. Troubleshooting was performed. The basal totals and bolus history were correct in the insulin pump.

Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore, consider this report complete to the best of our knowledge.